Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the left artery. The 32 x 2.25 mm, concentric and complete total occlusion target lesion contained in a >=90 degree bend was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated. The 2.25x32mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The stent struts in the centre of the stent were raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was kinked 21mm proximal to the bi-component bond. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).